Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The patient's blood glucose levels reached 560 mg/dl while wearing the pod. Once at the hospital the patient removed their pod and discovered the cannula was bent. The patient was treated with a manual shot of insulin as well as intravenous fluids. The patient was prescribe magnesium. The patient was discharged from the hospital after 7 hours.